Event description:
Customer reports "air pockets" formed on the pt when the aqua-seal was used. (Possible pneumothorax?). Customer claims that because the amount of bubbling can be changed so easily, the aqua seal will not maintain the correct amount of suction. The doctor changed from the aqua seal to the pleurevac a6000 and claimed that it worked fine. No additional details were available.

Manufacturer narrative:
Reference MFR complaint # 98042201tl. No samples were returned and no response was given to co's questionnaire. A lot history check was performed and was unremarkable. Information on air leaks (source and meaning) was provided for the complainant. Manufacturing personnel have been informed of this complaint. No other action possible.